Manufacturer narrative:
Analysis of the returned inverter confirmed an electrical problem due to a short in igbt 1. Replacement of the part resolved the issue.

Manufacturer narrative:
Analysis of the returned inverter confirmed an electrical problem due to a short in igbt 1. Replacement of the part resolved the issue.

Manufacturer narrative:
Analysis of the returned inverter confirmed an electrical problem due to a short in igbt 1. Replacement of the part resolved the issue.

Event description:
A medtronic representative reported that the imaging system displayed a generator overload fault. There was no patient present when this issue was identified. No additional details were provided.